Manufacturer narrative:
(B)(4). Lot # changed to unk as it was reported incorrectly and the correct lot# could not be obtained. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the lot number could not be verified. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal iliac artery. The 9mm/40mm on 80cm armada 35 catheter balloon ruptured on the first inflation at 6 atmospheres during post-dilatation of a deployed absolute stent. There was no resistance reported during advancement of the balloon catheter. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was lost. Investigation is not yet complete. A follow up report will be submitted with all relevant information.